Manufacturer narrative:
Integra has completed their internal investigation on june 22, 2017. Results: the device was not returned to austin for failure analysis and the damaged device could not be assessed. DHR review; no non-conformances or process deviations that may have caused or contributed to the complaint reported. Complaints history; a review of the complaint database found that there have been (B)(4) complaints for broken glenoid baseplate impactor comprising (B)(4) instruments. During that time, there have been approximately 2622 rss surgeries performed. The complaint rate for this failure mode is (B)(4). This does not represent an adverse trend. Conclusion: the reported failure is aligned with previous investigations that determined the instrument breakage was likely caused by off-axis loading applied during impaction. Information received from the field suggests that the surgical technique is not always followed. During impaction, the internal rod is not always reinserted back into the glenoid baseplate impactor before inserting/impacting the baseplate into place. Without the internal rod in place, any levering of the glenoid baseplate impactor side-to-side will place strain on the plastic tip as it pushes against the internal walls of the baseplate post, resulting in the eventual breakage.

Event description:
Report 2 of 2. Other mfg report number 1651501-2017-00025. It was reported that the piece broke during implantation of the final stem with the reverse body inside humerus. It was not possible to remove the threaded part joining the final parts. No patient injury reported and the event lead to 1 hour surgical delay. Additional information has been requested.